Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 345. A review of the event history log identified system error 345 messages. Troubleshooting the device found the cause to be an out of specification upstream thermistor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 345 (thermistor disparity). The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.